Event description:
It was reported by the customer we experienced leaking from around the wire as flush was done through the side port even after the hub connection was checked. The fluid is coming directly from the wire puncture through the rubber injection site.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.